Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that pt was present in the ER because his wound was re-opened and the device was extruding. This event is reported in MFR report # 1644487-2009-02531. Generator and leads were removed and returned to MFR for product analysis. Surgeon does not plan to re-implant the pt right now. Analysis was completed on the lead and a lead fracture was found. Inspection of the lead assembly identified a coil break in the positive coil. Pitting was found on the positive and negative lead coils. Surface pitting on the cut end of the negative quadfilar coil is most likely associated with the generator being left on after the explant procedure. Note that since the electrode array portion was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. No other anomalies were identified in the returned lead portion. Follow up with the treating physician regarding the lead fracture revealed that no pt manipulation or trauma was reported. Physician never performed diagnostics on this pt. Therefore, he wasn't aware of the high lead impedance and does not remember when the last good diagnostics results were obtained. Good faith attempts to obtain additional info has been unsuccessful. Additional info received from the surgeon reveals that the surgeon was not aware of the lead fracture either and he never performed diagnostics tests on the pt prior to explant surgery to confirm if the device was functioning properly.